Event description:
It was stated that the customer was hospitalized for high blood glucose. The customer had a blood glucose reading of 525 mg/dl and was vomiting the night prior to the hospitalization. The medical doctor found that the basal rates had been erased on the insulin pump. Troubleshooting was done and the insulin pump passed the prime test as well as the selftest. No tubing clamp was available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.